Event description:
The device was returned for service when factory service identified a preamp reference failure error code. No pt involvement.

Manufacturer narrative:
The device has been received but add'l time is required to complete the investigation. Upon completion of the investigation, a supplemental will be submitted.